Event description:
The customer has complained that they have experienced three occurrences where the device battery has suddenly and completely failed after only a few months. The reporter has indicated that there were no audible low battery warnings and that the battery fails suddenly and does not power the defibrillator. This has reportedly occurred while the defibrillator is in storage.